Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.

Event description:
Idiopathic extrusion of the implant. No known pre or post-operative infection, head trauma or other complications.